Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there were missing graphics and icons when the customer illuminated the touchscreen. Reportedly, only the cgm graph was displayed. Customer stated the screen was turned off and back on and the graphics and icons appeared. Customer reported that at the time of the call the touchscreen was functioning as intended. Customer's blood glucose level was 100-150 mg/dl.